Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink at the lap joint. No damages were noted on the catheter code board assembly. Microscopic inspection revealed a partial separation of the imaging window at the lap joint. The distal housing of the transducer was observed complete, with no shattered pieces and no evidence of saline damage was noted. There was no damage observed on the distal tip or guidewire exit port assembly. Impedance testing showed a wave form with presence of transmission line but very weak transduce. Impedance testing at the transducer level showed low rh peak wave form. (27 ohms). Flushing of the device and image characterization could not be performed due to the lap joint damage. The catheter was properly recognized by the imaging system when plugged into the motor drive unit during its testing and no connection issues or errors were detected during its testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
Reportable based on device analysis completed on 24 nov 2021. The opticross hd was returned for analysis with no allegation against the device. However, device analysis revealed a partial detachment at the lapjoint.